Event description:
Related manufacturer reference number: 2017865-2022-17450. It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited loss of capture. The patient presented to a scheduled lead revision procedure. During the procedure, it was noted that the lv lead was dislodged and that the right ventricular (rv) lead exhibited decreased r-waves. The rv lead could not be re-positioned as the helix would not retract nor extend. The rv and lv leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were a helix issue and a sensing problem. As received, a complete lead was returned for analysis with the helix stretched, bent, and clogged with blood and tissue. The reported events of a helix mechanism issue was confirmed. Visual and x-ray analysis noted the helix was stretched, bent and the inner coil over torqued at the connector region as received, consistent with procedural damage, therefore the helix mechanism test was unable to be performed. The cause of the reported event of a helix mechanism issue was due the helix stretched, bent and the inner coil over torqued. The reported event of a sensing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.